Manufacturer narrative:
Concomitant medical products: 4194-78 lead, implanted: (B)(6) 2012; 4574-45 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on a remote monitoring transmission, the svc coil impedance on the right ventricular (rv) lead was noted to be high as well as varying. The lead remains in use. No patient complications have been reported as a result of this event.